Event description:
Standard mediport removal on left side. During procedure the mediport was removed, but catheter was completely gone. Unable to find and proceeded to do an EKG and chest x-ray to find it. Pt will undergo another surgery to remove catheter. The mediport was being removed due to leaking.